Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 29 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal portion with the lead tip and shock coil were not returned. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to a fractured lead with aborted shock therapies. There were no other adverse patient events reported. Should additional information be received, this file will be updated.